Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising, as was the defibrillation impedance trend. The analyst noted that on (B)(6) 2015, the day after implant, the rv coil impedance was 90 ohms and the svc coil impedance was 111 ohms. (B)(4).

Event description:
It was reported that, one day post implant, there was high impedance on the superior vena cava (svc) and defibrillation coils of the right ventricular (rv) lead. It was confirmed that the set screw on the implantable cardioverter defibrillator (ICD) had not been tightened at the initial implant. The pocket was opened and the set screw was removed and reinstalled properly. The device remains in use. No patient complications have been reported as a result of this event.